Event description:
It was reported that the lead had no capture. The lead was explanted and replaced. No patient complictations have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.